Event description:
Reporter stated that a lab draw was done at 7 am. Reporter alleged that the patient was tested on inform system 1 with a result of 220 mg/dl at 7:27 am. Reporter also alleged that the patient was given 3 units of an unspecified type of insulin based upon that reading at 8:08 am which would have also been 15 minutes before the patient was given breakfast. Reporter stated that the lab result was reported out as 36 mg/dl at 8:28 mg/dl. No other actions were reported taken or treatment received. Reporter alleged that a patient received the results of 91 mg/dl on the lab system, 176 mg/dl on inform system 2 and 327 mg/dl on the inform system 1 compared back to back within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).